Manufacturer narrative:
(B)(4). D10: unknown cup unknown; unknown liner unknown; unknown head unknown. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial hip arthroplasty. Subsequently, the patient was revised over twenty (20) years post implantation for unknown reason.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR number 1825034 biomet.

Event description:
No additional event information to report at this time.